Event description:
Baby born 2/17 6:00 a.m. Clinical picture normal until 6:00 p.m. When temp noted to be low. D stick 18 feeding brought both up, no further problems until 2/18 1:00 p.m. When CPR was initiated for apnea/cyanosis. At that point variations were noted between glucometer readings and lab venous sample readings. The pediatrician feels her treatment of the baby was misquided by the routine glucometer readings which may not have alerted her to a hypoglycemic condition. There was also a discrepant reading noted against a chem strip. Glucometer low 40's. Chem strip < 25. All questionable differentes were in the 20 point rangedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.